Event description:
The ge oec 2600 uroview fluoroscopy system would reboot during procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to the ps1 power supply in the workstation was below the 5volt threshold and was adjusted to above 5v to restore proper system functionality. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.